Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 49 mg/dl. Customer stated that he suspended the delivery stated that he woke up in morning trying to get into auto mode, it stated active insulin updating and had treated with food. Customer stated that blood glucose was 220 mg/dl something when he woke up took insulin. Customer declined troubleshooting. No information about auto mode was given. The insulin pump will not be returned for analysis.